Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown product performance problem. During this procedure, the cardiac resynchronization therapy defibrillator (crt-d) was also explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported. This lv lead has not returned for analysis.